Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.acvd.2017.08.007. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to report indications, interventional techniques and procedural outcomes for pci in children. Medical records of all children in whom a pci was attempted between 1998 and 2015 were systematically reviewed. Bare-metal stents (bmss) were placed in six procedures, bms implanted included integrity bms. Patient 6 cardiac disease -heart transplant, integrity bms implanted in rca. Approximately 1 year later, re-stenosis of the rca was found during follow up. Another bms was implanted . Approximately 1 year later intrastent re-stenosis treated with ptca. Approximately 1 year later, stenosis identified during follow up was treated with a drug eluting stent . Patient expired 8 years following first pci.